Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that a wall monitor fell and landed on the shoulder of an rn, requiring an emergency department (ed) visit.

Manufacturer narrative:
H3 and h6 : the philips biomed technician went to the customer site for onsite service. During the onsite visit the manager of the ICU stated that the intellivue mp70 didn't fall from the mounting. The gcx mount arm counter balance failed causing the monitor and arm to quickly lower hitting the nurse on the shoulder. The customer's manager requested that all monitors should be examined. The customer confirmed that there was no harm to any patient. The philips biomed technician found that the gcx mount arm was defective and some parts of the gcx mounting arm needed to be replaced. The respective parts were replaced by the biomed technician. The device failed to work as intended. The customers' issue was caused by a malfunction of the device and was fully resolved by replacement of the gcx mounting solutions ag-0018-125 vhm replacement program kit for ag-0018-25 by the philips biomed technician. The repaired product remains at the customer site. No further investigation or action is warranted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.